Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead was capped and replaced due to loss of sensing. No further information could be obtained.

Manufacturer narrative:
Correction: (B)(4).

Event description:
New information revealed that the lead was capped due to oversensing, rather than loss of sensing. The patient was stable following the procedure.